Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had fatal pump failure. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.